Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted the same day as implanted because it would not save the patient during dft testing. The physician also had issues with getting a satisfactory placement.